Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting elevated threshold measurements due to dislodgement. A revision procedure was performed and the pacing/sensing portion of the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.